Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection and functional testing were performed. The alarm log review confirmed the f94 alarm. The cause of the f94 alarm was a damaged battery. The battery was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.